Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Foreign matter. As current control, there is outgoing and in-process visual inspection in place to check for foreign matter in fluid path. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). As no photo/sample was received for further investigation, root cause could not be determined. Needle defect ¿ other. As current control, there is an outgoing and in-process visual inspection in place to check for cannula and catheter tip damage. There is also a daily outgoing functional test in place to check for cannula penetration and catheter penetration and drag forces. As no photo/sample was received for further investigation, root cause could not be determined.

Event description:
Cannula surface is not even and identified some substance

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in had foreign matter. Cannula surface is not even and identified some substance.